Event description:
Synovitis [synovitis]. Right knee effusion [joint effusion]. Death nos [death]. Case description: spontaneous case report was received on (B)(6) 2013 from a physician database extraction regarding a female pt (age not provided), initials unknown, with osteoarthritis (kellgren and lawrence grade 4). This case belongs to a batch of icsrs from a company purchased database containing a collection of data from (B)(6) 1997 to (B)(6) 2010. The pt's medical history was significant for previous use of two therapies of synvisc (it was reported that the age of the pt at the time of first injection of first course was (B)(6)). On (B)(6) 2002, the pt initiated the third course with intra-articular synvisc injection (hylan gf-20), dosage regimen not provided, in both knees. The lot number for synvisc was not provided. On (B)(6) 2002, the pt developed synovitis of right knee. On (B)(6) 2002, the pt developed second episode of synovitis. On (B)(6) 2002, the pt received the third injection of the third course. In 2002, 17 cc and 19 cc clear yellow fluid was aspirated from the right knee of the pt (right knee effusion). The pt received intramuscular celestone (betamethasone sodium phosphate) and xylocaine (lidocaine) as treatment for the events of synovitis of right knee and right knee effusion. On (B)(6) 2002, the pt developed third episode of synovitis of right knee. On (B)(6) 2002, the pt recovered from the event of synovitis of right knee. On (B)(6) 2003, the pt expired due to an unreported cause. The outcome for the event of right knee effusion was not provided. Concomitant medications were not provided. The intensity for the events of synovitis of right knee and right knee effusion was assessed as moderate and intensity for the event of unreported cause of death was assessed as severe. The reporting physician assessed the relationship between synvisc and the event of synovitis as definite and between synvisc and the event of unreported cause of death as unrelated. The relationship between synvisc and the event of right knee effusion was not provided by the reporter.

Manufacturer narrative:
The qa (quality assurance) investigation results were received on (B)(4) 2013. Evaluation summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Follow-up information was received on (B)(6) 2013 and the pt initials were reported as (B)(6). Manufacture's comment: this case report belongs to a batch of icsrs from a database extraction containing a collection of data from (B)(4) 1997 to july 2010. The benefit risk profile of the product is not altered by this report.